Event description:
It was reported that the right ventricular lead exhibited noise. The noise could not be reproduced with isometrics. On (B)(6) a fluoroscopy revealed that the lead insulation b was damaged. The lead was successfully explanted and replaced. The patient was fine after the procedure.